Manufacturer narrative:
(B)(4) information was received via (B)(4). More information has been requested from the hospital.

Event description:
It was reported that the wire frayed that covers the needle for the a-line.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed as no sample was returned for analysis. A device history r ecord review was performed on the catheter and spring-wire guide with no evidence to suggest a manufacturing related cause. The potential cause of a frayed wire could not be determined based upon the information provided and without a sample.